Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. The actual date of event is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had medical treatment. As alleged, the patient had unspecified injuries. It is alleged that in (B)(6) 2018, the patient underwent an explant procedure. As reported the patient is making a claim for an adverse patient outcome against the composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."